Event description:
Same cases as: 2134265-2014-08444 and 2134265-2014-08445. It was reported that an automatic pullback failure occurred. During a procedure, the motor drive unit (mdu) of the ilab ultrasound imaging system was selected for treatment. The device was able to display an image, however, an automatic pullback failure occurred. Subsequently, manual pullback was performed. Procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition. Examination of the device revealed that the unit met specifications for functional test and successfully underwent a continuous burn-in for 8 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as: 2134265-2014-08444 and 2134265-2014-08445. It was reported that an automatic pullback failure occurred. During a procedure, the motor drive unit (mdu) of the ilab ultrasound imaging system was selected for treatment. The device was able to display an image, however, an automatic pullback failure occurred. Subsequently, manual pullback was performed. Procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).